Event description:
The facility initially reported a pump with a switch that was burnt up. Writer called the facility for clarification on the reported condition. The hosp rep stated that there was visible smoke associated with the reported condition and was not sure of the identity of the burnt switch. This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed, upon completion of an evaluation, or if any additional info becomes available.